Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. No failures were identified within the medical records; therefore, the investigation is inconclusive for alleged filter migration. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown vena cava filter allegedly experienced migration. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 50 year old female patient weight was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review will not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown vena cava filter allegedly experienced migration. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 50 year old female patient weight was not provided.